Event description:
It was reported that the patient presented in the emergency room with a low heart rate. It was discovered that the patient's pacemaker (pm) was unable to be interrogated by the programmer. Furthermore, there was also no magnet response from the device which indicated premature battery depletion and resulted in no lv output. Therefore, the physician elected to explant and replace the device. The patient was in stable condition.